Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the 'blood detected' alarm was generated and the physician noted blood inside the catheter. The iab was removed, but it is unknown if it was replaced. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded. No blood was visible on catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 24.4cm from the rear seal and measuring 0.56cm in length. The evaluation confirms the reported alarm, blood detected & leak, blood in tubing problem. The reported alarm, blood detected & blood in tubing problem was most likely triggered by a leak which was found on the membrane. The penetration found appears to have been caused by a sharp object. It is difficult to determine how or when the penetration occurred. A device and lot history record review evaluation was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # ca-cpl-2018-01146, record # 165754

Event description:
It was reported that during intra-aortic balloon (iab) therapy the 'blood detected' alarm was generated and the physician noted blood inside the catheter. The iab was removed, but it is unknown if it was replaced. There was no reported injury to the patient.